Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was wondering how to use their patient programmer. They reported that their urinary symptoms were doing better, but they had been constipated for the week prior. Patient stated they had been feeling stimulation in their left leg since about the day after implant. Patient decreased settings from 2.8 to 2.7. Patient was redirected to their healthcare provider to discuss the reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a return of their bowel frequency and urgency symptoms (was implanted for bowel and bladder) on (B)(6) 2018. The patient stated that they went to ¿do bowel movement 3 times and 1 time was very urgent¿. After the programmer connected normally to the ins, it was determined the patient was on program 3 at 2.6 volts and the stimulation was on. The patient increased the stimulation to 2.7 volts. The patient was to see if their symptoms continued and was redirected to their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.